Manufacturer narrative:
Investigation: no samples (including photos) were returned. The batch record, maintenance record and quality notifications were all analyzed. Without samples or photos it was not possible determine the root cause. Complaint not confirmed.

Manufacturer narrative:
(B)(6). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle on the 3ml bd emerald¿ syringe with 24 g x ¾ in. Needle detached from the syringe when removing it from the patient. There was no report of injury or medical intervention.